Event description:
The customer reported the asp aer was leaking from the reservoir. The customer would like to replace the reservoir tank locally. He was provided with the part number and price in order to replace the tank.

Manufacturer narrative:
Customer follow-up revealed that the replacement reservoir tank was received, but not yet installed. If any additional information becomes available, a suplemental medwatch report will be submitted.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR for the aer, serial # (B)(4), was reviewed and no issues were noted. The service and complaint history for the asp automatic endoscope reprocessor with printer for (B)(4) months, from (B)(4) 2009 to (B)(4) 2010, shows no similar related issues with the unit. Additionally no trend is observed with the same part being replaced. Trending analysis for the problem code "leaking from reservoir" was completed for (B)(4) 2009 through (B)(4) 2010. The trend line lies below the upper control limit except for two months, (B)(4) 2010. The cpuy (complaints per unit year) for those two months lie slightly above the calculated upper control limit. Since then, the cpuy has been declining. Since (B)(4) 2010, it has been below the calculated mean. The fmea (failure mode effects analysis) was reviewed for all aer leak related failure modes and the overall risk numbers (rpn) was below the threshold of 100. The shuma (system hazard and user misuse analysis) for cidex opa/disopa was reviewed and the initial risk numbers for user repeated exposure hazards were all 4 or lower, which would be category ii, or "as low as reasonably practicable". The hhes (health hazard evaluations) were reviewed for patient/user reactions to cidex opa and for leaking from the aer system. The highest hazard / risk index was a 5, which is considered low risk. No parts were returned to asp for testing. There were no human reactions or injuries to the disinfectant solution that leaked from the unit; therefore, no evaluation of disinfectant exposure is required. The customer confirmed that the reservoir tank was replaced and the issue was resolved.